Manufacturer narrative:
The lens was returned for evaluation. Particulates, saline dentrites and dried solutions are visible on the optic. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that while inserting the lens in the patient's right eye, the lens "popped back out." The incision was enlarged, no sutures were required and a backup lens was implanted with no issues. The patient's prognosis was reported as "good" and no additional treatment is needed. Reference MDR# 1313525-2015-01554 for the delivery device used for this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.